Event description:
It was reported that patient had previously received iab therapy and had been weaned, but emergency insertion of an iab was required. Due to persistent helium loss alarms on arrows autocat pump, the customer contacted arrows clinical support line. A view of strips indicated a problem with the catheter. The catheter and pump console were exchanged, but alarms continued. When the set up was changed to "slaving" the signal from the bedside monitor, problem was resolved. There were no further reported difficulties or patient complications.